Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling a cartridge with insulin. Reportedly, the customer applied additional pressure and was able to successfully fill the cartridge. Additionally, it was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 554 (mg/dl). The customer delivered a bolus via the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.